Manufacturer narrative:
(B)(4).

Event description:
It was reported via literature that the procedure was to treat a patient that had plantar gangrene of his right foot with no distal pulse on the right lower extremity in the posterior tibial artery (pta) and the tibioperoneal trunk (tpt), but with doppler was detectable. Aortography revealed significant outflow disease. The decision was made to treat the tpt and the pta. An initial attempt was made to recanalize the tpt, but the pilot 200 guide wire went outside the artery and was not able to find the true lumen, causing a dissection, which required treatment further into the procedure with an xpert stent. After many attempts to cross the occluded segment subintimally, reentry was unsuccessful. A retrograde approach was used and a pilot 150 guide wire was able to recanalize the artery using a rendezvouz technique; however, the pilot 150 guide wire became damaged in the sheath. A 4.0x80 mm xpert stent was deployed in the pta; however, due to plaque shifting, kissing balloon dilation was performed. After intra-arterial administration of nigroglycerine, there was an excellent filling all the way to the foot and the procedure was ended. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remains in the patient. A follow-up will be submitted with all relevant information.(B)(4).article - zoltan ruzsa, md, laszlo pinter, md, and ralf kolvenbach, md. (Catheterization and cardiovascular interventions 80:11051111): retrograde transpedal stenting of the tibioperoneal trunk in critical limb ischemia.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.